Event description:
The facility reported a colleague infusion pump with a "display malfunction." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed by baxter personnel in the pump's event history. The root cause was assigned to faulty main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.